Event description:
A male pt reviewed two cypher select stents to treat lesions in the proximal to mid lad in 2007. A day after the procedure, the pt had positive troponin reported as a non q-wave mi in an undetermined location along with "chest fullness". A nitrate patch was applied. Pt was discharged home the next day. Two months later, the pt had angina pectoris. At the six month follow up in 2008, the pt had angina pectoris.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report #9616099-2008-01271. This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional information will be submitted within thirty days upon receipt.